Manufacturer narrative:
Concomitant products: product ID 3031a, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 2004, product type lead. (B)(4).

Event description:
Additional information received reported that the health care provider (hcp) saw the patient on (B)(6) 2013 for a follow-up and that the patient needed a revision of their device. It was noted that the cause of the event was implantable neurostimulator (ins) battery replacement and lead replacement. It was reported that there were no abnormal impedance measurements. The event of normal battery depletion was due to the ins. It was reported that surgical intervention of replacement of the ins had occurred. The signs and symptoms were that the patient had recurrent symptoms of urinary incontinence and urinary urgency. It was reported that the patient required hospitalization due to the event and the patient outcome was no injury.

Event description:
It was reported that a patient had an end of service (eos) message and her device battery was dead. It was noted that the patient was getting bladder infections and had four since (B)(6) 2013. The reporter stated that the patient had a return of retention symptoms in (B)(6) 2013 and at that time contacted her doctor, but wasn¿t able to see him until the day prior to the report. It was reported that the patient¿s healthcare provider assessed her device the day prior to the report and told the patient that it was eos and they would put a new in two months. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).